Manufacturer narrative:
Investigation results the failure happens only during buzzer test in service software. No patient involvement the pre-analysis did result in a root cause found. The "mainboard" has been identified to be the faulty component. The defective mainboard was replaced and the device is working as intended again. According to the latest reporting decision work flow guidance such issues are considered to be potentially reportable events.

Event description:
Customer was conducting the 2 minute cap alarm when they re-inserted the batteries. It booted into standby with "no ventilation after power failure" alarm (screenshot in attachments) and the date and time were set to zero. When they checked the rtc battery it said that it was ok. Resetting the date and time resolved the on-screen alarm but if they perform the 2 minute buzzer test again successfully, the "no ventilation after power failure" alarm recurs with the date and time back to zero again.

Manufacturer narrative:
Investigation results: the failure happens only during buzzer test in service software. No patient involvement the pre-analysis did result in a root cause found. The "mainboard" has been identified to be the faulty component. The defective mainboard was replaced and the device is working as intended again. According to the latest reporting decision workflow guidance such issues are considered to be potentially reportable events. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
Customer was conducting the 2 minute cap alarm when they re-inserted the batteries. It booted into standby with "no ventilation after power failure" alarm (screenshot in attachments) and the date and time were set to zero. When they checked the rtc battery it said that it was ok. Resetting the date and time resolved the on-screen alarm but if they perform the 2 minute buzzer test again successfully, the "no ventilation after power failure" alarm recurs with the date and time back to zero again.